Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had their ICD reprogrammed because the "heart rate was going in the mid 30s". The patient also reported "feeling short of breath, tingling in my head and fluttering in my chest". Patient was advised to talk to dr or go to the ER if needed. Additional information obtained through follow up with the physician office indicated that the "device is doing fine." Device is still in use. No further patient complications have been reported as a result of this event.